Event description:
It was reported that there was power on reset noted on routine interrogation. Patient recently underwent radiation for prostate surgery. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.